Event description:
It was reported that the customer was hospitalized for hbgs. Prior to the event, the customer stated that they woke up and vomited. It was indicated that the customer did not change out the set before the event. When the customer arrived at the hospital, the pump was found out of insulin. The customer was being treated with an insulin drip. Troubleshooting was completed with the customer's family member. Additionally, the customer's family member was assisted with setting the programming on the pump.